Event description:
It was reported that the lead exhibited sensing anomaly, due to lead dislodgement. The lead was repositioned successfully on (B)(6) 2013. On (B)(6) 2013, sensing anomaly was noted. No intervention has been reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.